Event description:
While removing catheter approx 8-10 cm of the tip of the catheter separated and remained in the right iliac artery. Removing piece of fractured catheter had to be removed with snare. Pt suffered no injuries.